Manufacturer narrative:
The sodium electrode lot number and expiration date were not provided. The fse found that the vacuum rinse tube was broken. He replaced the broken rinse tube, flushed the water valve of the rinse, and adjusted the rinse water voltage dispense. He then performed photometer checks, cell blank measurement, and ion-selective electrode (ise) checks with successful results. Ise calibration and precision studies were performed, and they were within specifications. The customer performed qc with successful results. The fse verified that the instrument was performing within specifications. The investigation is ongoing.

Event description:
We received an allegation of questionable sodium electrode results for 1 patient sample tested on a cobas 6000 c 501 (ul) v module. Initial result: 206 mmol/l (accompanied by a data flag). 1st repeat result: 173 mmol/l. The customer repeated the sample on a point of care (poc) analyzer, but the 2nd repeat result was not provided. The sample was also repeated after the field service engineer (fse) visited the customer's site and completed the service on the module. 3rd repeat result: 136 mmol/l. The customer considered that the 3rd repeat result of 136 mmol/l was correct.

Manufacturer narrative:
The field service engineer (fse) found that the cause of the event was due to a broken vacuum rinse tube. The service actions performed by the fse resolved the issue. No further issues were reported after the service visit.